Event description:
It was reported that this pacemaker has had two years left battery remaining. The right atrial (ra) lead was max out at 5v at 2ms due to high threshold. Boston scientific technical services (ts) then suggested evaluating the ra lead unipolar. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.